Manufacturer narrative:
Result: calf support, removable pin.

Event description:
It was reported by service report that the calf support was not locking in place or holding weight. No pt involvement or adverse consequences are reported.